Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in initial drain. It was unknown for how long the hc was in use before the problem was noted. Drain volume = -35ml, and last fill volume = 800ml. The technical service representative (tsr) had the home patient (hp) close/open the transfer set 3 times, move the clamps and rub the line, and the hp stated that there was lot of air in the patient line. The tsr advised the hp to end therapy and to start over with new supplies. The tsr walked the hp through the ending therapy procedure. The homechoice met device specifications and was safe to leave in the customer's home. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during the initial drain stage is confirmed; the home patient stated that there was lot of air in the patient line, which is a known cause of low drain volume alarm. The cause for the air in the patient line is undetermined. This issue is being investigated through CAPA.